Event description:
Hcp reported it was impossible to program a bolus of medication. There was no problem programming a simple continuous dose of medication. The pt had no injury associated with this event, but did have a pocket incision problem which needed revision. It was decided to replace the pump at that time. The hcp did not report on the pt outcome.